Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead insulation had laser extraction damage and was torn around the circumference at the end of both segments returned. The anode and cathode conductor coils have been pulled to the point of fracture. It appeared that the force needed to explant the lead was greater than the strength of the conductors after the insulation was damaged at explant. Laboratory analysis was unable to confirm reported allegation of dislodgement as the tip and helix were intact and undamaged. However, it was observed that there was insulation damage in the lead.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged during a procedure. The lead got damaged when the physician pulled the other lead out. Moreover, the lead was retrieved with a snare. No stylet was used in the lead. The lead was explanted. No adverse patient effects reported.